Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose event, with the lowest reported value of 58 mg/dl. At a blood glucose level of 78 mg/dl, a breakfast meal announcement was entered, after which the blood glucose decreased to 58 mg/dl. The low was treated with carbohydrates, and within approximately 15¿20 minutes, the blood glucose rose to 83 mg/dl and was trending upward. The ilet alerted for the low blood glucose. No symptoms, outside assistance, or medical intervention were reported.